Event description:
It was reported the pt experiences persistent pain at the ipg pocket site regardless of stimulation being on or off. The next course of action is to meet with the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.